Event description:
Detector 2 slid down when performing pre-programmed motion cardiac 90; the slide was described as not significant. System was able to recover. The local fse's arrived, cycle tested the cardiac 90 and relative 180 preprogrammed motion. On the third cycle, when doing 180-90, detector 2, which should settle at the bottom of the gantry, rotated with detector 1, and reached a point where it slid down and hit the gantry pins, causing them to bend. There was no pt in the equipment at the time of the event. There were no injuries to users, patients, or other presonnel.